Event description:
It was reported that 1 smallbore 6 inch ext vlv set from lot 20125664, and 1 set from an unspecified lot, failed to flush due to blockage/flow issues. The following information was provided by the initial reporter: "IV smartsite extensions are not flushing. We have had multiple episodes of setting up for an IV where a smartsite extension set would not flush."

Manufacturer narrative:
H6: investigation summary: one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe and attempted the flush water through them. All samples were successfully primed. The customer complaint that the tubing will not flush could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review for model 20039e lot number 20125664 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125664. Medical device expiration date: 2023-12-05. Device manufacture date: 2020-12-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 smallbore 6 inch ext vlv set from lot 20125664, and 1 set from an unspecified lot, failed to flush due to blockage/flow issues. The following information was provided by the initial reporter: "IV smartsite extensions are not flushing. We have had multiple episodes of setting up for an IV where a smartsite extension set would not flush."